Event description:
It was reported that 1 bd syringe 0.3ml 31ga 8mm cannula was too long. The following information was provided by the initial reporter :   the consumer stated that the needles were longer than previous ones. Date of event: unknown. Samples: unused syringes available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: customer returned (10) 31gx8mm, 0.3ml insulin syringes in a sealed polybag from lot# 0363881. Consumer stated that the 8mm syringes are longer than her previous box. All 10 returned samples were examined, then tested for needle length, point geometry, outer diameter and lube coverage. It was observed that 1 out of the 10 returned syringes exhibited a cannula with an uneven bevel. A review of the device history record was completed for batch #0363881. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications noted that did not pertain to the complaint. No exact root cause determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 8mm cannula was too long. The following information was provided by the initial reporter :   the consumer stated that the needles were longer than previous ones. Date of event: unknown. Samples: unused syringes available.